Event description:
The pump was returned for investigation. Evaluation revealed the pump booted to dim, red color and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection confirmed customer complaint. Display label is worn with the s/n no longer being legible. Battery compartment is cracked. The crack runs between the grip and the case seal. When the pump is booted; the display is a dim red color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).